Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6).

Event description:
As reported by the patient's attorney, two xenform® soft tissue repair matrix ((B)(4)) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.